Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the illuminating lens adhesive part of the light guide was peeling. In addition, it was noted, the suction cylinder was peeled off, the curved rubber adhesive was missing, the water cover was observed on the electrical connector and the play of the angle knob was out of the normal state due to the extension of the angle wire. There were also scratches on the operation part, operation part cover, operation part side of the universal cord, tip cover, insertion part of the serpentine tube, switch box, up/down angle fixing lever, the up/down knob, scratches on the right/ left knob, right/ left angle fixing knob grip, universal code, and scope connector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera duodenovideoscope had a gap in the adhesive tip or dirt had entered the inside of the lens through the gap. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive which had peeled off from the light guide lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled. It is also probable that stress from repeated/long-term use caused the peeling. Olympus will continue to monitor field performance for this device.